Event description:
The manufacturer received information alleging a failure related to a ventilator's internal battery when unplugged from ac power . The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a failure related to a ventilator's internal battery when unplugged from ac power. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery needs replaced to address the issue. Evaluation conclusion device has been evaluated but not repaired, pending customer approval of the estimate.